Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the batteries had to be changed every 3 to 4 days. The customer had a high blood glucose level of 400 mg/dl. They changed the entire set and corrected the high blood glucose with insulin pen. Troubleshooting was performed for the insulin pump. It was noted that there were more than 5 alarms per day in the alarm history. They also reported that the customer had experienced a high blood glucose level of 539 mg/dl. The customer was treated with a change of infusion set and an insulin pen. The insulin pump was replaced as per request.